Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the locking screwdriver body tooth broke off. It was retrieved and case was not delayed. Shipping back to office. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the locking screwdriver body found that the one of the four prongs on the distal end of the device was broken. The broken fragment was not returned for evaluation. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. The first batches (B)(4) of drivers per the new design were manufactured on february 7, 2020. The current complaint sample device was manufactured prior to the implementation of the new design. However, due to the device was manufactured in 2018, the device has been in service over 5 years and shows signs of heavy repeated used. Therefore, the potential cause for failure is traced to end of life. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the locking screwdriver body would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the locking screwdriver body tooth broke off. It was retrieved and case was not delayed.